Manufacturer narrative:
MFR received date: 31 jan 2020. The field service engineer (fse) evaluated the unit and the customer complaint of low leak co2 was not confirmed. Performed operational check on unit and found no problem. The flow and pressure are working with in specification. During servicing found that the nav-ring is damaged. The front bezel was replaced to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26feb2020. B4: 26feb2020. H11: b5 correction: the customer reported that the unit is alarming low leak co2 rebreathing risk alarm. When the flow is set there was no detectable flow coming from the blower. The customer contacted product support and requested for service repair. Product support advised the customer to replace the blower. The customer replaced the blower and motor controller board. The issue was not resolved. Customer was advised to replace the flow sensor. The customer replaced the flow sensor and still have the co2 low leak alarm. The customer requested for a bench repair. The field service engineer (fse) evaluated the unit and the customer complaint not confirmed. Performed operational check on unit and found no problem. The low leak co2 rebreathing risk alarm is operating normal alerting the caregiver of a potential problem and no issue with flow. The (fse) found that nav-ring is damaged and the front bezel was replaced to address the issue. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported a low leak co2 rebreathing risk alarm. There was no patient involvement.